Event description:
Procedure performed: anterior hip arthroplasty description of event: complaint 1 of 3: (B)(4).- MFR# 2027111-2024-00706 complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Anterior hip arthroplasty. The alexis ortho was placed according to the IFU under the tfl and the sartorius. After removing the alexis ortho at the end of the procedure, there was a tear in the sheath of the alexis ortho.product test with (name redacted) for an anterior hip arthroplasty at [facility] in zürich. The surgeon finished the surgery without complications. The tear in the sheath was first discovered after the surgery. Additional information received from company rep. Via e-mail on 19jun24: the malfunction occurred in the middle of the or while introducing the acetabular socket in to the pelvic. The regular instruments used for anterior hip arthroplasties were used during this procedure together with the alexis were breacher, reamer, retractors. The instruments were used as normal during anterior hip arthroplasties. We are not sure if the device particulated, the surgeon meant that the alexis particulated and part of the alexis sheath was now implanted on the acetabular socket. But this was just his assumption and was not verified. And I will also file another cer with the same product. We tested three alexis orthos and all three ended up having a hole. Only that in two of those three surgeries we were not aware at what time during the surgery the incident happened. With the cer case that I already filed, we saw the incident happen and therefore we know what caused the tear in the alexis sheath. Intervention: the surgeon finished the surgery without complications. Patient status: the patient is fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: anterior hip arthroplasty. Description of event: complaint 1 of 3: (B)(4) - MFR# 2027111-2024-00706. Complaint 2 of 3: (B)(4) - MFR# 2027111-2024-00728. Complaint 3 of 3: (B)(4) - MFR# 2027111-2024-00726. Anterior hip arthroplasty. The alexis ortho was placed according to the IFU under the tfl and the sartorius. After removing the alexis ortho at the end of the procedure, there was a tear in the sheath of the alexis ortho.product test with (name redacted) for an anterior hip arthroplasty at [facility] in zürich. The surgeon finished the surgery without complications. The tear in the sheath was first discovered after the surgery. Additional information received from company rep. Via e-mail on 19jun24: the malfunction occurred in the middle of the or while introducing the acetabular socket in to the pelvic. The regular instruments used for anterior hip arthroplasties were used during this procedure together with the alexis were breacher, reamer, retractors. The instruments were used as normal during anterior hip arthroplasties. We are not sure if the device particulated, the surgeon meant that the alexis particulated and part of the alexis sheath was now implanted on the acetabular socket. But this was just his assumption and was not verified. And I will also file another cer with the same product. We tested three alexis orthos and all three ended up having a hole. Only that in two of those three surgeries we were not aware at what time during the surgery the incident happened. With the cer case that I already filed, we saw the incident happen and therefore we know what caused the tear in the alexis sheath. Intervention: the surgeon finished the surgery without complications. Patient status: the patient is fine.